Manufacturer narrative:
(B)(4). The events of headaches, "slightly firm and nodular" area, bruising, diffused inflammatory response/inflammatory reaction, nodules, and slight redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "precautions: ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc."

Event description:
Further follow up with the injector revealed the following information: healthcare professional reported that the patient was injected with 2 cc¿s in the bilateral zygomatic arch and submalar region with juvéderm voluma® xc. The patient stated that after injection they experienced headaches primary to the left side of head randomly since injection however this report was not made to the office initially. Patient was taking retina-a concomitantly. Approximately 2 months later the patient was injected with restylane silk in the bilateral lateral periorbital rim and approximately 0.1 cc to each malar region subcutaneously inferior to malar fat pad. The patient experienced post injection swelling and a medrol dosepak was prescribed. ¿lower lids settled after a few days.¿ approximately 11 weeks later the patient was seen in the office for botox® and juvéderm® ultra to the lips. No swelling or complaints from previous restylane silk or juvéderm voluma® xc injections. Patient pleased with aesthetic results. All areas smooth. Approximately 3 months later the complaint of swelling to the left lower eyelid and cheek was made. There was palpable product to periorbital region and cheek. The area was without redness, however slightly firm and nodular. The office ¿manipulated product only.¿ very little improvement. Eleven days later the patient returned to clinic complaining of swelling and headaches to left cheek. Cipro and prednisone prescription given. One week later ipl treatment was performed on the left cheek for bruising and diffused inflammatory response to left cheek. Fifty units of vitrase to left cheek/lower lid were injected. Four days later doxycycline 100mg four times a day was prescribed. The next day the left cheek had diffused swelling and now some reaction to lower eyelid of visible swelling. Little improvement from prior hyaluronidase injection. One hundred and fifty units of vitrase mixed 1:1 with nacl to bilateral malar region was injected. After 2 days there was very little improvement from previous vitrase injection. An additional 150 units vitrase mixed 1:1 bilateral malar regions was injected. Three days later, the inflammation was stable. Seven days later the patient now had nodular and diffused swelling to the right malar region and periorbital region. One hundred units of vitrase mixed 1:1 nacl was injected throughout nodules and diffused malar swelling and periorbital region. The next day improvement to the nodule at the right zygomatic arch was noted. An additional 40 units of vitrase to bilateral malar region was injected. Two days later impressive improvement to right malar and periorbital nodules. Areas soft and without nodules. Slight redness has appeared to left cheek. One hundred mg doxycycline to be taken twice a day. The next day nodules and diffused inflammation to cheeks stabilized other than slight redness to left cheek. Cipro prescription added along with doxycycline. Four days later the patient¿s internist recommended a CT scan and lab work. CT results and all lab work normal (inflammation primary to left cheek). No abscess was noted. One day later some improvement to the bilateral cheeks was noted. All antibiotics were stopped because the patient stated ¿they did not make me feel good¿. In addition no redness noted. The patient was injected with kenalog with 5-fluorouracil to left cheek. A week later the bilateral cheeks stable and there was an overall improvement of previous inflammatory reaction. Twelve days later an additional injection of kenalog with 5-fluorouracil to left cheek was made. The treating office did not consider the events to be a serious injury and intervention was not given in order to preclude a serious injury.

Manufacturer narrative:
Medwatch sent to FDA on 6/30/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "diffuse puffiness/swelling under the eyes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that one year after the patient was injected with juvederm voluma xc in the midface, juvederm ultra in the nasolabial folds, and restylane in the lips, the patient developed diffuse puffiness/swelling under the eyes. The patient was treated with massage, ciproflaxin, doxycycline, steroids, and hyaluronidase. Hyaluronidase was used for 5 consecutive days in the office. After each treatment option the patient would respond favorably, but eventually swelling would return. At present, the patient is "doing well" this is the same event and the same patient reported under MDR ID #3005113652-2016-00537 ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.